Manufacturer narrative:
The field service engineer visited the user facility and found same phenomenon. The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during the preparation for use, no image was displayed on the screen. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus. The manufacturing record could not be reviewed since the device was manufactured more than 15 years ago. The exact cause of the reported event could not be conclusively determined. It was presumed that no image was displayed because the cable was damaged and the video communication could not be transmitted to the processor. Or it was presumed that the image was not displayed because the ccd unit was broken. The cable might be damaged due to the user's handling or deterioration. The failure of the ccd unit was considered to be caused by the material deterioration of the ccd sensor due to ultraviolet rays.